Event description:
In 2008, the primary plif surgery was performed on l4, l5, and s with jaguar (cage) by j&j (formally brantigan by depuy) due to stenosis. Mac was not used. They found no problem the following month, however, it was found at the follow up check in early 2009, that both screws on s were fractured. The pt is complaining of some pain in her hip, however, the surgeon is not planning to revise the pt so far.

Manufacturer narrative:
Attempts to receive additional information from surgeon have been unsuccessful. Any info we obtain related to this event will be submitted in a supplemental report.